Event description:
Philips received a complaint by the customer on the v60 indicating that the device is displaying an error1007: machine and proximal pressure sensors failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Diagnostic was performed by engineer and error codes 111b, 1118 and 1127 were logged. Pneumatics screen shows proximal pressure at 138 and air flow -143. 35vdc is reading 52. The customer has swapped the power management (pm) pcba and the data acquisition (da) to motor control (mc) cable. All readings stayed the same but did not note what the 35 volts was reading. The rse advised to swap the pm pcba again and check the 35vdc. It was reported that the customer swapped in a mc pcba, and it resolved the reported issue. There was no vent inop and all readings on the pneumatic screen were corrected. The device passed required performance verification tests per philips standards and was returned to service.